Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the atp board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site was unable to perform a 2d image acquisition. It was reported that the imaging system was restarted to resolve the reported issue and continue with the procedure. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect atp board has been received by the manufacturer for evaluation. The reported issue was confirmed. When the returned atp board was installed into an imaging system, system readied and at actuation of 2d or 3d a soft beep sounds but exposure in not successful. Faulty atp console.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.